Manufacturer narrative:
Result: the pet lock on the proximal end of the pusher assembly was intact, the pusher assembly was kinked approximately 64.0 cm from the proximal end of the pusher assembly, and the coil was stuck inside the friction lock of the introducer sheath. Two introducer sheaths were loaded on the coil, and the coil was intact with the pusher assembly. Conclusion: the complaint has been evaluated. The complaint indicated that the coil would not advance through the px slim delivery microcatheter. The coil was exchanged for another one, and the procedure was completed successfully. Evaluation of the returned device revealed that the pc400 coil was stuck in the friction lock of the introducer sheath, and pusher assembly was kinked. This type of damage typically occurs if the device is improperly handled during use. It appears that two introducer sheaths were loaded on the pusher assembly during the attempt to resheath the coil. This allowed the first introducer sheath to advance past the coil. Once the coil was advanced to the proximal end of the first introducer sheath it became stuck inside the friction lock. The inner diameter of the introducer sheath, where the friction lock is located, is 0.001" larger than the coil outer diameter. The kink in the pusher assembly likely occurred from the force used while manipulating the coil during use. These devices are 100% functional tested and visually inspected during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 (pc400) coils. During the procedure, the physician was unable to advance a pc400 coil through a px slim delivery microcatheter. The pc400 coil was withdrawn from the slim microcatheter and the procedure successfully continued using additional coils. There was no report of an adverse effect on the patient.